Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. It was observed that pouch is open and without a minicap inside it. Characteristics identified in the pouch indicate that the seal was formed in the correct way. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the over pouch of a minicap was opened. This issue was identified before use of the product. There was no patient injury or medical intervention associated with this event. No additional information is available.